Event description:
It was reported that the implantable cardiac monitor exhibited under sensing. The device was reprogrammed. The device was explanted and replaced during an upgrade procedure on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.